Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, g3, g6, h2, h3, h6 and h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: failure of the printed circuit board, failure of the circuit board and error code e226 occurred. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: since the failure of the printed circuit board was confirmed, it is presumed that the failure of the printed circuit board caused the event that the display did not appear and it is presumed that the failure of the circuit board caused the event with error code e226. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center display is not working. The event was found during inspection for use. There were no reports of patient involvement.